Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with a patient has alleged sleep apnea and dry mouth. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In previous report they processed as a not reportable, now I changed not reportable to reportable. B5 verbiage, 510k, box h: problem code grid.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged sleep apnea and dry mouth. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a ds2adv auto CPAP. The patient alleged dry mouth. Medical intervention was not specified. After further review, the device involved in this report has been determined to be out of scope of the referenced recall. Based on the information available, this complaint is considered not reportable.